Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was found that some components were damaged due to normal wear. Device was inspected, parts replaced and the device was repaired. Device given a new serial no. (B)(4).

Event description:
Device was returned for repair as console displayed fault in handpiece error. This is 1 of 1 report for event # (B)(4).